Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient underwent a lead revision procedure for an unspecified issue on (B)(6) 2023. It was unknown whether it was the patient's atrial or right ventricular lead which was affected. The patient's status was unknown.